Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 58 mm in diameter abdominal aortic aneurysm. It was reported that the patient had a 14 mm neck with some calcium and irregularity. There was a type I endoleak observed after implant. The physician implanted another manufacturer's stent graft and used another manufacturer's balloon. The endoleak was almost completely gone. There was a late blush that the physician believes will resolve after heparin is discontinued. The physician stated that the cause of the event was anatomy; neck had some calcium in it and was fairly short. No additional clinical sequelae were reported and the patient is fine. Film review analysis: review of pre-implant cta¿s revealed that the patient had a 6cm aaa which contained thrombus and was lined with calcification. The proximal neck flow lumen diameter measured 24mm just below the right renal and the neck length was approximately 15mm. The left renal artery and left kidney were not visible. The neck contained calcification and the maximum infrarenal angulation was 45deg. The distal aortic diameter was calcified and 2.5cm in diameter. The iliacs were non-tortuous but extensively calcified. Two still angio images during implant confirmed that an endurant stent graft system was implanted; the bifurcate was positioned just below the single (right) renal artery. Per the calibrated catheter the proximal stent graft od measured approximately 26mm. The ipsi limb and extension were placed into the right iliac, and the contra limb into the left iliac artery. Contrast was seen outside the proximal and mid-aortic body of the bifurcate. Both limbs were patent. No other issues were observed. The type of endoleak seen at implant could not be confirmed; this may be a proximal type I endoleak. The exact cause could not be determined. It is possible that the short and calcified proximal neck may have contributed.

Manufacturer narrative:
(B)(4).